Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Weight unknown / not provided. PMA/510(k): k011028, k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reports that clinician confirmed the reason for failure was due to bone loss. Patient presented (B)(6) 2020 with implant failure at tooth location # 30. Dentist took off the crown and explanted site #30 implant and had to aggressively curettage the site and place new bone grafting for the implant to be placed in the future. Inflammation also reported.